Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the inner piece is breaking off at the luer-lock end. The threads stay but the inner straight piece breaks off. They were losing costly medications at the same time and had to dispose of the whole syringe and medication. Per additional information received on 01jun2022, there was no medical intervention required.

Manufacturer narrative:
Correction made to h6 "type of investigation".

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. During the manufacturing process, a sampling of devices were visually inspected and physically tested with no issues recorded relating to the customer report. One sealed unit carton containing 40 sealed packaged syringe assemblies were received at the manufacturing site for evaluation. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted on all 40 samples and no issues were found relating to the reported condition. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. Per procedure, complaint trends are evaluated during a monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.